Event description:
Info received indicates the head and foot brake casters still roll after the brake is engaged.

Manufacturer narrative:
The technician replaced the worn head and foot brake casters to repair the bed.